Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. Technical services (ts) reviewed and recommended to have this device replaced. The device remains in service. No adverse patient effects were reported.